Event description:
It was reported via clinic notes dated (B)(6) 2011 and received by the manufacturer on (B)(6) 2012 that a patient had a "small heart attack" in (B)(6) 2011 and was hospitalized for four days as a result. Diagnostic tests were performed however the specific test results were not provided. The patient was told she was not a candidate for surgery at this time. The patient was given new medications and stopped smoking.

Event description:
Additional information received revealed that the heart attack was not related to the patient's vns device or therapy rather the result of unhealthy lifestyle choices. The patient was smoking and was obese and these two factors are what caused the heart attack.